Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) in the 500 mg/dl range; cause not known. A manual injection was administered to address bg. Although customer did not test for ketones, customer assumed ketones were present. A system check with tandem technical support verified that the pump and related supplies were functioning as intended. Reportedly, the cartridge was intermittently used for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.